Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during a pulmonary vein isolation, as soon as the electrophysiologist (ep) advanced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium to the right atrium, a blood leakage was observed on the hemostatic valve of the sheath. The ep followed the advised steps when inserting the stsf catheter on the sheath but he refers that the leakage started when he pulled back the dilator. It was necessary to replace the sheath for a new one. Additional information received indicated it was the hemostatic valve that broke and was dislodged inside the hub. The hemostatic valve did not dislodge outside the hub and did not detach from the sheath. The issue occurred while the sheath was inside the patients body but no air entered the patient¿s body. Approximate blood return observed was 50 ml.

Manufacturer narrative:
Device investigation details: information available indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000032 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).